Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy procedure, the flex deflectable videoscope presented a communication error, noise on the monitor, and was not displaying an image/video. The issue occurred outside the patient, while the patient was sedated. There was no patient or user harm reported as a result of the event, and the procedure was completed using a backup device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: d8, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported communication error was determined to be a communication error 216. The root cause of the error issue, and the reported noise/no image issue, are known inherent risks of the device and are likely due to component failure as a result of damage to the charged-coupled device imaging unit, due to repetitive use stress and or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.